Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
There was no abnormal situation when the doctor advanced the device into stomach. However, the he felt resistant when he withdraw the device. He therefore put some strength to pulled out the device from patient. Finally, the handle of device was separate from catheter. No additional details provided to date.

Manufacturer narrative:
Device evaluation 1 unit of lot c1744088 of cst-10 was returned opened in its original packaging. The device involved in the complaint was evaluated in the laboratory on 03 dec 2020. The distal threaded section which attaches to the mlla was broken. Prior to distribution, all cst-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for cst-10 of lot number c1744088 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1744088. The instructions for use, ifu0005-11 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use (ifu0005-11) a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it is detailed in the complaint description that there was no abnormal situation a possible cause could be attributed to tortuous anatomy which may have led to the difficulty in withdrawing the device. This in turn could have caused excessive force to be used resulting in the handle of the device separating from the catheter. Complaint is confirmed as the failure was verified in the laboratory the patient outcome was not shared complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.